Manufacturer narrative:
The monitor was returned for investigation and did not pass incoming functional testing. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open r781 resistor caused or contributed to the adverse event, as the lifevest was able to administer six appropriate defibrillations.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Incoming testing of the electrode belt has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received six appropriate treatments and an inappropriate treatment. The device was started up at 23:17:23 on (B)(6) 2025. At 13:39:23 on (B)(6) 2025, an arrhythmia was detected. ECG shows vt @ 190 bpm. At 13:39:58, the patient received the first appropriate treatment. Rhythm at the time of treatment was vt @ 190 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with pvc. At 17:20:29, an arrhythmia was detected. ECG shows vt @ 270 bpm. At 17:21:00, the patient received the second appropriate treatment. Rhythm at the time of treatment was vt @ 240 bpm. Post shock rhythm was sinus beat transitioning back to vt @ 190 bpm. At 17:21:31, the patient received the third appropriate treatment. Rhythm at the time of treatment was vt @ 200 bpm. Post shock rhythm was sinus rhythm @ 70 bpm with nsvt/pvcs. At 17:24:12, an arrhythmia was detected. ECG shows vf with motion artifact. At 17:24:42, the patient received the fourth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus beat transitioning back to vt @ 270 bpm with CPR/motion artifact. At 17:25:28, the patient received the fifth appropriate treatment. Rhythm at the time of treatment was vf with CPR/motion artifact. Post shock rhythm was sinus bradycardia @ 35 bpm with nsvt and CPR/motion artifact. At 17:26:00, the patient received the inappropriate treatment. Oversensing of cardiac activity contributed to the false detection. Rhythm at the time of treatment was sinus bradycardia @ 35 bpm with pacs. Post shock rhythm was sinus bradycardia @ 40 bpm with CPR/motion artifact. At 17:27:47, an arrhythmia was detected. ECG shows vt @ 210 bpm. At 17:28:18, the patient received the sixth appropriate treatment. Rhythm at the time of treatment was vt @ 220 bpm. Post shock rhythm was vt @ 210 bpm. (B)(6) 2025.